Event description:
The technician alleged the side rail is broken off of the bed and is hanging down and cannot raise to the latch position. No patient impact.

Manufacturer narrative:
The technician replaced the side rail assembly to resolve the issue.